Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The pt presented for treatment with angina pectoris. The lesion was 99 % stenosed, severely calcified, severely tortuous and located in the mid rca (right coronary artery). The lesion was pre-dilated several times using a balloon catheter. However, the 2.75x 20mm taxus express 2 drug eluting stent was not able to cross to the lesion and a stent strut lifted up. The procedure was completed with another of the same device. There were no reported pt complications and the pt's status was reported as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.